Event description:
The pt received two scs leads with the same lot number. It was reported the pt experienced a change in stimulation last week, and subsequently lost stimulation. Diagnostics revealed multiple invalid contacts. Reprogramming was unsuccessful. X-rays confirmed the pt's left lead had migrated. Surgical intervention will be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.